Event description:
It was reported, during the implant procedure, the implantable cardioverter defbrillator was implanted in the pocket and all leads were connected. Subsequently and repeatedly high impedance >200 ohms was observed. Consequently, the ICD was explanted and replaced. Thereafter, good impedance measurement values were obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual analysis found there was hvb grommet damage; however, the cause of the damage is unknown. The wrench would not engage in the hvb setscrew. Primary analysis findings: no anomalies found.